Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump alarmed an error during the rewind sequence. His blood glucose was 104mg/dl at the time of reporting. The customer declined to send his insulin pump in for failure analysis. No additional information was reported.